Manufacturer narrative:
An intuitive field service engineer (fse) went on site and observed that the left monitor was not turning on. The fse replaced the left monitor and performed calibration of the high-resolution stereo viewer (hrsv). Isi has received the hrsv; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the left eye vision at the surgeon side console (ssc) was not working. A technical support engineer (tse) reviewed the logs, which showed no endoscope-related messages. The clinical sales representative (csr) reporting the issue confirmed that the endoscope color bars only appeared in one of the eyes of the ssc. The tse asked the csr to cycle the system power. The surgeon was unable to cycle the system power during the procedure. The surgeon continued with the case robotically. There were no reports of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed and found to have the left eye failure. The component was installed onto a test system, and upon startup the monitor did not show a video feed. The left side of the viewer was black. The entire left field of vision was blind. The complaint was confirmed based on failure analysis.